Manufacturer narrative:
Per tandem user guide: residual insulin remaining in the cartridge is unusable. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported reusing insulin from old cartridges when changing supplies. Customer reverted to an alternate method of insulin therapy. There was no reported adverse impact.

Manufacturer narrative:
Additional information: customer resolved the issue and continued to use the pump for insulin therapy.